Manufacturer narrative:
Expiration date: 01-oct-2014. Device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision wherein the battery will be replaced.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision wherein the battery will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision wherein the battery will be replaced.